Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. Reporter institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the audio does not work from the unit. The device was not in use at time of event, there was no adverse event reported.

Event description:
Philips received a complaint on the intellivue (B)(4) patient monitor indicating that the device would not produce sound. No adverse event occurred. A philips field service engineer (fse) went to the customer site. The fse determined that the device mainboard and speaker were faulty, so they were replaced both parts. The device was operational after repairs were completed.